Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through merlin.net, the device was found in backup vvi mode. It was indicated that it was a connectivity issue with the patient¿s transmitter. The firmware was downloaded successfully, and the device was restored. The patient was stable and asymptomatic through the whole process.